Event description:
The event involved a tego¿ connector where it was reported the tego device had to be replaced in less than 7 days of use due to the valve presenting protrusion, which interrupted blood flow. The event occurred during patient use, and no one was reported harmed as a result of this event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 initial reporter phone number continued: (B)(6).

Manufacturer narrative:
Investigation summary: the package was shipped and was marked as delivered; however, it could not be located within ICU medical¿s facility despite several searches. Although no photos or videos were shared, and the sample could not be evaluated, the complaint can be confirmed based on failure mode description and device history review, the probable cause is due to a to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.